Event description:
Reference importer report number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported to us that a person slipped out of a sling during the use of a sara plus standing and raising aid system. The customer informed us they see the event as having been caused by a use error and that they have continued to use the sara plus system. This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. When reviewing similar reportable events, we found some cases with similar fault description (slipping out of the sling or from the footplate resulting in fall/injuries), which were found to mainly related to use error. The trend observed for reportable complaints with this failure mode on sara plus is considered to be low and stable. We were not able to find a deficiency with the device. This means that the lifting system was up to spec when the event took place. The device was being used for pt handling and in that way contributed to the event. From our eval, it appears a number of use errors caused the event. The most relevant use error being a failure to properly use the slings chest strap in a combination with not adjusted lift cord ropes. We have not been able to find any contributing mfg anomalies. The root cause of the complaint was found to be an use error, as also indicated by the customer themselves, since the received info and our eval as described above are showing that if the safety warnings present in the instructions for use to correctly use the device are followed, it appears very unlikely that there will be any pt or caregiver risk.